Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date of event.

Event description:
It was reported that an unspecified failure occurred with a prostyle device relative to an unspecified procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The insufficient information was observed as irregular appearance posterior needle tip ejected from the posterior needle shank. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The insufficient information and subsequent treatment appear to be related to, user mishandling during removal of device from packaging or accidental removal/ manipulation of device, plunger inadvertently depressed/deployed (step 2) ejecting the posterior needle tip from the posterior needle shank. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.